Event description:
The internal kalix driver used for final placement of the kalix implant snapped at the tip of the instrument. The surgeon was able to retrieve the broken tip and the implant remained in the pt due to successful insertion. However, information was received later that implanted kalix implant was backed out of the foot, requiring a new device to be placed. The internal kalix driver breakage was reported in MDR#9615741-2005-00019.